Manufacturer narrative:
The broken point condition is typically caused by dropping the device or the tip of the device is forced against bone while trying to pass the device through tissue. Unrelated, device also has a bent shaft.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after use in a rotator cuff repair procedure the ar-11890 bird beak device was returned to the distributor office. Upon return to the distributor it was noticed that the device had a broken tip. The missing piece was small and was not noticed as missing at the time of procedure, therefore no attempt was made to retrieve it.